Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that no reading occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a failure in insulin delivery due to the pump not displaying any readings. As a result, insulin was not administered. The patient developed symptoms including vomiting, nausea, and chest pain. The patient¿s son transported them to the emergency room, where a blood glucose (bg) reading was taken and found to be over 700 mg/dl. The continuous glucose monitor (cgm) also displayed a high reading. The patient was treated with insulin and diagnosed with diabetic ketoacidosis (dka). The patient was hospitalized from (B)(6) 2025 to (B)(6) 2025. At the time of this report, the patient is recovering at home. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.